Manufacturer narrative:
Physio-control determined that the cause of the reported issue was likely due old batteries. The batteries used during the event were approximately 6 years old. The device operating instructions provide a recommendation to replace the batteries approximately every two years.

Event description:
The customer contacted physio-control to report that their device powered off by itself while taking patient vital signs. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control has reported all information available at this time. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Proper device operation was observed through functional and performance. The device will be returned to the customer for us. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself while taking patient vital signs. This issue is patient related; however there was no adverse patient outcome reported.